Event description:
It was reported that the set was used to insert an arterial catheter into left radial artery in early 2009, prior to an operative procedure. The arterial catheter was used during operative procedure to monitor arterial blood pressure. Post theater, patient (pt.) Was transferred to ICU and continued to have arterial pressure monitored. Three days later, rn caring for pt. Noted moderate oozing around insertion site and arterial pressure monitoring was very positional. Upon redressing catheter site, arterial spray (ie: significant ooze) was noted and ICU registrar was informed. Due to ooze and inaccurate pressure readings, it was decided that the catheter should be removed. Upon removal of catheter, it was noted that the long lumen of the catheter was not attached to luer hub. Upon x-ray of pt.'s left wrist, it was confirmed that a 4cm (40mm) catheter tip remained in pt's left radial artery. Upon review by anesthetic staff who inserted catheter, no difficulties were experienced with insertion.

Manufacturer narrative:
Sample will not be returned for evaluation.